Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced gastroenteritis resulting in peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was hospitalized for the peritonitis. The cause of the peritonitis was the gastroenteritis. The patient was treated with vancomycin, ceftazime, ampicillin, and (B)(6) for the peritonitis. Treatment for the gastroenteritis was unknown. On a later date, the patient recovered from the peritonitis and gastroenteritis and was discharged from the hospital. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j01020, h12j11110 and h12i08018 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.